Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed eschar and blood in the jaws and blade channel of the device. Additionally, the device key, that connects the handpiece to the voyant® electrosurgical generator, was cut off and unavailable for evaluation. During functional testing, engineering cleaned the inside of the blade channel, actuated the device, and confirmed that the blade was able to retract to open the jaws. As such, engineering was unable to replicate the event. The likely root cause of "stuck jaws" is due to a stuck blade, which results in a stuck handle, preventing the jaws from opening. The instructions for use (IFU) instructs the user to "pull the blade lever completely back towards the body of the device and then release the blade lever" and "if the blade does not return to the starting position automatically, manually push the blade lever forward to retract the blade. Unlock the jaws by squeezing the handle until it unlatches. Open the jaws by pushing the handle forward". Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Event description:
Phone call with (B)(6) august 24, 2016: "confirmed that the experience happened two times in the same procedure with the same device."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Bilateral laparoscopic oophorectomy - "jaws failed to open after activation. Event occured on two (2) different occasions". Additional information received, 2 august 2016: unfortunately, I could not visually determine if the blade lever was engaged in the jaws (I simply could not see), however, the physician indicated that he ratcheted the handle, squeezed the blade and attempted to reopen the jaws. The jaws would not reopen. Yes, the jaws were stuck while in latched position on two separate occasions. Eventually, yes, the surgeon was able to open the jaws by pressing both the handle and the trigger simultaneously. Patient status - "good".